Manufacturer narrative:
The device in question was technically analysed. No deviations from product specifications were found. Both the clip and the cap are within specification and show no signs, that could indicate difficult clip application. The user mistakenly assumed clip application after turning the hand wheel and resected the tissue without verifying this by observing the application ring. It is stated in the instructions of use that the white application ring must remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instructions of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue.

Event description:
The colonic ftrd was used for the treatment of a neuroendocrine tumor in the rectum. The clip application was not verified prior to tissue resection due to a large amount of tissue and blood in the cap. The resulting perforation was closed with an overstitch device within the same procedure. No additional treatment was necessary and the patient recovered well.